Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approximately 5 years ago. The products associated with this reported event were not returned. A search of the complaint database did not show any other reports against the provided product/lot code combination since its release for distribution. Lot information was not provided for the associated femoral head. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address fracture of the bi-polar head at the poly ring.